Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving two separate products; associated with mdrs# 1225714-2014-00854, 00855 and 00856.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2012, after the use of the product.